Manufacturer narrative:
Product analysis #: (B)(4): brief description of complaint: the generator was brought to biomed because during the procedure, system remained active on coag when the button was released. It is unknown how the case was completed. An unknown peak device was used for the procedure. Biomed tested the generator again and it passed all functional tests; however, while trying to further trouble shoot the issue after the 2nd occurrence, biomed was able to replicate the issue in the following manner: if the coag button was pressed, and then the cut button was pressed while still holding the coag button down and then the coag button was released, the generator would still show coag as active. The same occurred with cut, if the cut button was pressed first. It was confirmed that there was no patient impact/injury investigation conclusion: the reported issue of "device remains active" was not confirmed. The reported issue of "if the coag button was pressed, and then the cut button was pressed while still holding the coag button down and then the coag button was released, the generator would still show coag as active" was confirmed. The device functions as intended when connected and activated with the complaint lab generator. The coag button was pressed, and then the cut button was pressed while still holding the coag button down and then the coag button was released, the generator would still show coag as active. However, each function is intended to be activated separately by the user, with a brief pause prior to changing activation modes. Therefore, this is not considered a malfunction of the device or system. Additionally, there were no signs of the device remaining active in either cut or coag mode during functional testing. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the plasmablade device remained active on coag when the button was released. There was no adverse effect to the patient reported. Biomedical engineering later tested the generator and confirmed the issue with another plasmablade device.